Event description:
It was reported that this pacemaker exhibited a lead safety switch (lss) due to high out of range pace lead impedances on the right atrial (ra) lead. There was oversensing of myopotential noise on the atrial tachy response (atr) episodes. This pacemaker and ra lead remain in service. No adverse patient effects were reported.